Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) via a manufacturer representative reported the right electrode was not working and had migrated. It was unknown what factors led to the event. Troubleshooting included an MRI. Intervention noted as re-operation and replacement of the lead. The issue was resolved at the time of the report. Additional information reported there was gradually progressing inefficacy of the right electrode and impedances on the right side were noted as greater than 4000 ohms. The defective right electrode was found during a hospitalization in (B)(6) 2012 and surgical intervention was scheduled and the electrode was replaced on (B)(6) 2012. The operative report noted the new electrode was placed a little deeper and the old electrode was sectioned and the intracerebral part was left in place. The report also noted good postoperative course, and deep cerebral stimulation resumed on (B)(6) 2012. The consumer's medical history included gilles de la tourette.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.